Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) and monitor interface board (mia) were replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2021. (B)(4).

Event description:
The hospital reported intermittent inability to switch ventilation modes during a case. There was no patient injury.